Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint states:"after inserting the cannula, the patient had a strong cough stimulus. After a short time, the cannula was removed and inspected again. On the lower third of the cannula there is a small bulge on the outside of the cannula which does not belong there." It was reported the cannula was replaced and the patient symptom resolved. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual examination of the returned product showed signs of contamination. Discoloration or design irregularities could not be found. The graduation marks on the shafts were clearly visible. The inspection of the connector with neck plate did not reveal any irregularities. Closer examination of the tube shaft revealed a damage of the material at the intratracheal part of the tube. The damaged area looked like a puncture of the material and through a leakage test it could be confirmed that the damage goes thought the whole tube wall of the tube shaft. A device history record (DHR) review was conducted and no issues that could have contributed to the reported event were identified. The performed visual examination did not confirm the reported failure mode of a small bulge on the tube shaft. The investigation revealed a punctured tube shaft material. The root cause of the punctured tube shaft material could not be determined. A manufacturing related issue could not be identified. During the manufacturing process several in-process controls like visual inspection of material surface were conducted and sharp equipment which could have leave to such a puncture of the material is not used in production.

Event description:
Customer complaint states:"after inserting the cannula, the patient had a strong cough stimulus. After a short time, the cannula was removed and inspected again. On the lower third of the cannula there is a small bulge on the (continued) outside of the cannula which does not belong there." It was reported the cannula was replaced and the patient symptom resolved. No patient injury or harm reported.